Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The fallen piece didn't fall into the patient's body. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the distal tip of the blade was broken off and it was not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the tissue pad detached. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.